Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the same time the malfunction occurred.